Manufacturer narrative:
Continuation of d10: product ID pa9101 serial# unknown. Product ID tm91scs2 serial# (B)(6) product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient mentioned they have to hold the communicator for it to blink green and charge. Patient mentioned the scs has completely went to nothing. Patient mentioned they hit their head again the other day and was in the ER last night. Patient mentioned they had an incident with this thing with a "pd" because their external equipment was thrown in the back in the car and both the external equipment went to zero. Patient then mentioned the stimulation was off for 20 hours. Patient then mentioned when they hit their head a day ago the amount of pain they felt made them realize how did they get to this point. Patient mentioned they were admitted with the head injury, was sent to the hospital and was kicked out since there was no brain bleed and capacity issue. Patient mentioned they were pissing blood, the second the stim was on it's good for a couple days and their urine is clear. Patient then mentioned they were home bound now and their driving was dependent on how they feel. Patient noted on the healthcare provider (hcp) mentioned they got their scs to t8 and patient might even feel the stimulator in their shoulders. Patient then mentioned on march 20th hcp noted their lead and everything was in place. Patient mentioned they got dilaudid and was told to start turning up the stimulator for pain relief. Patient mentioned they noticed atrophy, blood in the urine and was aspirating when the stim was off. Patient mentioned they were not able to connect before because it was painful to connect with the wire to recharge . Patient confirmed they were able to charge the implant and now was holding onto the wire for the communicator to charge. Agent asked, patient confirmed the communicator was on the back of the phone and they don't have enough strength to take it off the case. Patient unplugged to the charging cord from the communicator and confirmed a green solid light. Agent instructed patient to connect to their therapy settings, patient confirmed they were able to connect to their therapy settings and implant was 100% and communicator 35%. Patient denied having a dual adaptor. Agent reviewed battery light indi cator and functionality of the communicator. Patient mentioned they were using the charging cord from the docking station to charge the communicator and hold it to get some charge. Patient mentioned the communicator was plugged overnight. Patient noted there was an issue with the communicator and for the communicator to be replaced. Agent reviewed communicator was functioning as intended and offered to send another charging cord. Patient requested an extra blue docking station to have at the top floor and bottom floor of their home or if they go to rehab and agent redirected patient to hcp for extra equipment. Patient asked agent if they can reach out to the medtronic rep to notify them about the call as they would forget if they started speaking with another rep now. Agent sent a courtesy email to the medtronic rep informing them about the call. Agent sent a request to repair to send the patient a pa adaptor. Agent had difficulty clarifying certain details and did their best to accurately document information given at time of call. If patient calls back you can send to me if I'm available patient requested if that's possible. Agent reviewed it's not guaranteed and patient is aware. Patient called back repeating information documented on this case. Patient said they had received a replacement power cable but the problem they had with the communicator charging was persisting. Patient said when they were charging the communicator they need to hold the communicator and usb cable into a certain position in order for it to charge. Patient said if they will place the handset on a table with the communicator charging after about 20 sec the communicator will stop charging if it move just a little bit. Patient said they had called their manufacturing rep today about this issue and was advised to call patient and technical services(pats). Patient said they cannot keep dealing with this situation every time they were charging their communicator and it was the worst experience for them. Agent had the patient check the communicator port for damage, and no damaged was reported. Patient said they took good care of this communicator but they don't know if it was being dropped when they were having seizures. A request was sent to repair department to replace the communicator.patient called back and confirmed receipt of the new communicator. Agent assisted pt with linking the new communicator to the handset and ins. Pt turned on stimulation and adjusted stimulation. Agent provided education on prime and base programming. .